Event description:
Difficulty was experienced during an angioplasty procedure of a restenosed left subclavian artery. The vessel "endothialized" where the two p204 stents were previously implanted, aproximately 2 years ago. Upon attempts to dilate, the balloon burst at 3 atmospheres, upon withdrawl of the balloon, the shaft fractured.